Manufacturer narrative:
Result: damaged signal coil cord connector prevented footboard to receive electrical power.

Event description:
It was reported by service report that the footboard was not operational. No pt involvement or adverse consequences were reported.